Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user frequently selected ¿more than¿ meal announcements because the usual meal option did not appear sufficient, resulting in slightly elevated blood glucose after meals; education was provided that the user should select the usual meal size for average meals and allow the algorithm to adapt over several announcements. Symptoms included mild hyperglycemia after meals. Outcomes included no alarms, no hospitalization, and successful troubleshooting and education. Investigation included a review of user-reported meal announcement behavior and device use education. Investigation of this case revealed no device malfunction and indicated user selection of meal type as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement selection.